Manufacturer narrative:
(B)(4): the implanted device remains.

Event description:
Per the clinic, the patient was seen in the emergency room on (B)(6) 2014 due to a hematoma at the implant site. On (B)(6) 2014, the patient was admitted to the hospital and the hematoma was drained, the patient was discharged from the hospital on (B)(6), 2014. The implanted device remains.